Manufacturer narrative:
This report is submitted on january 2, 2020.

Event description:
Per the surgeon, the abutment was completely covered with skin overgrowth. The abutment was removed under a general anaesthetic on an unknown date.